Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Revision surgery - due to pain.

Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2021-01479; 931-44-760, s807- pain, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated. Note: previous d ticket was unavailable, was not able to verify information.